Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/26/2021. H.6. Investigation: thirty representative samples and one used sample were received by our quality team for evaluation. The representative samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All inspection passed and no abnormalities were observed. Upon visual inspection of the used sample, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this lady was cannulated with a 16g bd venflon (pro safety) in theatre prior to her anaesthetic for vascular surgery. Around 3hours into surgery the anaesthetist, dr x, on using the grey injection port, felt it 'go pop'. The venflon then bled back into his syringe and then onto the linen etc. At this point we remembered a recent email describing the same thing so we found the discarded packet, checked the lot numbers and found it to be the same. However!, by this time we had recannulated with the one and only venflon of the same lot number from a box. Just to let you know that we have had a similar issue with a different lot number.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA#(B)(4) was initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon" pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this lady was cannulated with a 16g bd venflon (pro safety) in theatre prior to her anaesthetic for vascular surgery. Around 3hours into surgery the anaesthetist, dr x, on using the grey injection port, felt it 'go pop'. The venflon then bled back into his syringe and then onto the linen etc. At this point we remembered a recent email describing the same thing so we found the discarded packet, checked the lot numbers and found it to be the same. However!, by this time we had recannulated with the one and only venflon of the same lot number from a box. Just to let you know that we have had a similar issue with a different lot number.